Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the u.s, anti-hcv, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) result. Sample ID (B)(6) generated an initial (B)(6) which did not match the patient's previous result from (B)(6). The sample was retested and generated repeat (B)(6).

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot: 79249li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. A retained reagent kit of lot number: 79249li00 was calibrated and controls were ran. The calibration met instrument specifications and all controls were in the typical range. The reagent lot was tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot: 79249li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot: 79249li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.